Manufacturer narrative:
This report is submitted on july 25, 2019.

Event description:
It was reported that the patient swallowed an external disposable battery (date not reported). There was no allegation of serious injury associated with this event and replacement equipment was sent to the patient. A supplementary report shall be filed upon receival of the external device.